Manufacturer narrative:
The investigation confirmed that unexpected vitros amon results were obtained using a single level of non-vitros quality biorad control using two different vitros amon slide lots tested on a vitros 5600 integrated system. The most likely assignable cause of the unexpected vitros amon quality control results is an instrument related issue. The results of amon within-run precision testing demonstrated that the vitros system was not operating as expected. Following service actions which included cleaning the microslide incubator and replacing the microslide evaporation caps, acceptable vitros amon performance was observed.

Event description:
The investigation determined that higher than expected vitros amon results were obtained when processing non-vitros quality control fluids using two lots of vitros amon slides on a vitros 5600 integrated system. Vitros amon lot 1017-0246-1466: biorad level 2 54180 vitros amon result 140.972* umol/l versus expected mean 80.0 umol/l vitros amon lot 1017-0248-5904: biorad level 2 54180 vitros amon results 100.698*, 100.694*, 97.7993* umol/l versus expected mean 80.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Ortho was not made aware of any allegation of patient harm as a result of this event. However the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).